Manufacturer narrative:
Concomitant medical products: 4557m-53 lead, implanted on (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning for undefined high impedance. The lead remains in use. No patient complications have been reported as a result of this event.